Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was blank. Customer blood glucose was not provided.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. No cosmetic damage noted.